Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v892721, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the ins (njy189223h) found that the ins was functionally okay with insignificant anomalies.

Event description:
Additional information received reported that the manufacturer representative was made aware of the explant on (B)(6) 2014. Their un derstanding was that the ins was nearing depletion, but they were not aware of the performance or abnormal depletion issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a potential performance issue or premature battery depletion. The implantable neurostimulator (ins) was implanted on (B)(6) 2012 and was replaced on (B)(6) 2014. The manufacturer representative was present at the replacement surgery and was aware that the health care provider (hcp) had longevity concerns. At the time they could not identify any impedance issues. There were no known patient issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.